Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer observed a blank screen display in their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was not performed and it was unknown whether the customer will continue the use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. Unit received with ghosting display, after pressing any buttons. Unable to perform the displacement test, operating current tests, self-test, a21 error test and off no power test due to ghosting display. Pump history download using thds was failed due to corrupted file. Pump was cut open to perform visual inspection found no moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms ghosting display anomaly is isolated to lcd board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked belt clip slot, stained address/serial number label and stained end cap sticker. In conclusion, blank display not confirmed. Unit received ghosting display after pressing any buttons; problem isolated to lcd driver defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.